Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(4) , ubd: 22-may-2022, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative via health care provider (hcp) regarding a patient who is implanted with a neurostimulator (ins) for spinal pain. It was reported the patient had fallen a couple of times since the rep have last seen her. The patient most recent fall was about 5-6 weeks ago. She estimated about 3 weeks ago she noticed she was unable to go up on her settings in her device. It was reported the patient saw intensity settings not available screen. The patient called dr (B)(6) and told the staff what had happened. She was brought in for an x-rays today. The rep was notified of the appointment today. It was discovered that the lead has been pulled back. Impedance check was performed and all were within normal limits. The rep had patient turned her head in different directions and the impedance remained good throughout multiple tests. The patient achieved proper coverage with the lead where it remain. Coverage is unchanged therefore dr. (B)(6) wanted the device running as long as it worked for the patient. Issue was resolved. No further complications reported/anticipated.